Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However up arrow button did not respond due to corroded keypad trace. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after she had gotten caught in a rainstorm the night prior. The customer's blood glucose was 97 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.